Event description:
Unomedical reference number (B)(4). Event occurred in france, it was reported that on (B)(6) 2024 the patient experienced an issue that one-infusion set tubing was detached from the connector. No further information available.